Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the handle for torque limiting attachment was found to be broken. It is unknown when the device broke. There were no fragments generated. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. This report is for one (1) handle for torque limiting attachment. This is report 1 of 1 for pc-(B)(4).